Manufacturer narrative:
This case was assessed as reportable to the FDA, as the events possible vascular complication (pt: vascular complication associated with device), infection (pt: injection site infection), and hematoma (pt: injection site haematoma), were deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant, lot number a00128990, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.

Event description:
This spontaneous report was received from a spanish physician and concerns a 49-year-old female patient. She was injected with radiesse 1.5 ml. Batch number was reported as a00128990 (expiry date: 08/2025). The batch record review was received and the lot number for radiesse was confirmed as a00128990 (expiry date: 08/2025). A lot search in the global safety database was conducted. After the radiesse 1.5 ml injection, the patient experienced possible vascular complication. Corrective treatment included antibiotic and corticosteroids. The patient was getting better. The physician gave guidelines on the vascular protocol for medication and action. Due to the provided information, the outcome of the event was considered as resolving. Follow-up information was received on 17-may-2024: the events hematoma and infection were added. The event violaceous erythema was considered to be a symptoms of possible vascular complication and therefore was not coded. The event possible pustule was considered to be a symptoms of infection and therefore was not coded. The patients weight (56 kg) and height (165 cm) was provided. She was injected subcutaneously, with a total of 3 ml of radiesse, into the mandibular angle and in line ala nasal tragus (as reported), for biostimulation, on 08-may-2024. The patient was injected with 1.5 ml into 2 injection points on each side. Fan shaped retro tracing technique and a 25g 50 mm cannula was used for the injection of 1 vial. The entry point was lateral ala nasal tragus and in the mandibular angle. As reported, the intention was to treat only lower third. The patient was previously injected with vistabel and azzalure, without incidences, in the previous 2 years prior to this report. She was also injected with 2 vials of radiesse, in 2023. She was injected with a cannula, for biostimulation, without incidences. She was previously injected with juvederm ultra 3, into the lips, in 2022 and with 2 vials of ultradeep by teoxane (as reported) in supraperiosteal middle third in 2023, without incidences. As reported, the aesthetic treatments were well tolerated, patient had little tendency to swelling or bruising. The patients medical history and concomitant medication was reported as none. The patient had an allergy to lidocaine. On (B)(6) 2024, during the radiesse injection, the patient experienced hematoma in left sub zygomatic area (pre parotid), but there was absence of pain. On 11-may-2024, the patient sent a photograph with erythema, not painful, with inflammation. On 12-may-2024, the patient sent photograph with violaceous erythema and circular raised lesions. Some spots were impressed with possible pustule. Deflazacort (30 g, daily) and ciprofloxacin (500 mg, every 12 hours) were started. On 13-may-2024, there was impression of infection and vascular involvement. The patient worsened, and the same day the patient was scheduled for evaluation by the physician. Normal capillary refill was assessed. On the same day the patient showed improvement after oral treatment. The doctor administered 1000 units of hyaluronidase. The medical treatment was extended with pentoxifylline (400, every 8 hours, as reported), tadalafil (20mg every 24 hours), iruxol neo cream (every 8 hours) and aspirin (reported as asa ,300 mg, later 150 mg every 24h) . The patient also had omeprazole (20 mg, daily). On 14-may-2024, the patient was seen and improved, 400 units of hyaluronidase was injected. There was improvement of lesion diameter. The patient after sent photographs and improvement was noted. On 17-may-2024, the patient continued medical treatment with favorable evolution. The final diagnosis was vascular infection or occlusion, without doubts. The treatment was necessary to prevent potentially fatal disease or damage and no sequel was expected. Due to the provided information, the outcome of the events infection and hematoma was considered as resolving. The outcome of the event possible vascular complication remained unchanged. In the opinion of the reporter, the event was of severe intensity and related radiesse. The physician believed that the causality was related to the treatment procedure, but a causal relationship with radiesse treatment was not excluded due to the patients condition/allergy to lidocaine (as reported).